Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a roux-en-y the surgeon thought the reload may have fallen into patient¿s cavity so x-rays and fluoro was used to try and locate in patient¿s cavity. The user also searched laparoscopically. The surgeon determined the reload was not in patient so they completed the surgery. The procedure was delayed by more than 30 minutes. Patient stayed under anesthesia for much longer than needed.

Event description:
The patient is doing fine. The was no hospital stay extension, however, there was an extension in or time of close to an hour while they verified that the reload was not in the pt.